Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer noted a broken cable on the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and failure analysis did not replicate or confirm the reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional observation(s) not reported by site: visual inspection found light surface damage to the insulation of the conductor wire. No material was removed. Damaged location measured approximately 0.087" x 0.022". The instrument was found to have a broken bipolar yaw pulley. The broken piece was missing. Size of missing piece was approximately 0.026 x 0.015. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.176 - 0.216 in length and were not aligned with the tube axis. Scratch marks /abrasions on instrument main tube are typically associated with mishandling/misuse.